Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced bg levels from 400-587 mg/dl with ketones and experienced dehydration. The customer initially attempted to administer a bolus to address for the elevated bg. The customer went to the emergency room to treat the elevated bg and was subsequently hospitalized. The healthcare provider reportedly identified the ketone level as life threatening. The customer was treated with an insulin drip and saline solution. During troubleshooting with tandem technical support it was discovered that the pump declared an occlusion alarm and resume pump alarm on the date of the hospitalization, indicating that insulin delivery was stopped for an extended period of time. The customer acknowledged that the occlusion alarm causing insulin delivery to be stopped for an extended period of time likely led to the elevated bg and hospitalization; however, was unable to recall receiving the alarms or if the alarms were ignored. The customer was released from the hospital on (B)(6) 2018 with no permanent damage sustained.